Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction around the sensor adhesive. Patient reported using an elastic overlay for the sensor patch. Patient reported that the elastic band applied pressure and rubbed her skin. Patient reported skin surface was red. Patient discussed the skin reaction with her physician at an unrelated doctor's appointment on (B)(6) 2015. Physician advised patient to use iv3000 on the skin as a barrier. Patient provided pictures confirming reported event. No additional event or patient information is available.